Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
After the implant procedure on this lead, all readings were good, also still good later in the day. The patient was not feeling right, so a chest x-ray was done. The physician thought the ra lead may have dislodged. Rep questioned it and reviewed numbers, which were all still stable, but physician chose to open the pocket. After opening the pocket, physician stated the lead was in a good position and the pocket was closed. Lead remains implanted. Should additional information become available, this file will be updated.